Manufacturer narrative:
25-jun-2021 update: the reporter informed the company that the product has been discarded.

Event description:
Consumer via phone stated that their oral-b trizone brush heads fall off of their toothbrushes hand piece into their mouth. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via phone stated that their oral-b trizone brush heads fall off of their toothbrushes hand piece into their mouth. No injury was reported.